Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 439 mg/dl, 338 mg/dl at the time of incident and the current blood glucose level was 283 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because they gave three manual shot using injection. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. The customer stated that the insulin pump had insulin flow blocked alarm and insulin was suspended and never recall receiving any suspend on low or suspend before low. Customer reports bolus history displays all bolus entries based on their recollection. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The insulin pump will not be returned for analysis.